Manufacturer narrative:
No button error alarms noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump also had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer's most recent blood glucose reading was 246 mg/dl. No further information reported.